Manufacturer narrative:
Initial and final MDR (B)(4) -device 7 of 7. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event took place in the united states. On (B)(6) 2025, the patient reportedly experienced problems with seven kinked cannulas in their infusion sets. These incidents occurred at varying times: some after 2-3 hours, others after more than 3 hours post-insertion. The insertion sites varied: 4-5 infusion sets were placed in the arms and legs, while two were in the abdomen. The patient's blood glucose (bg) level was reported as 'high', though the exact value was not known. To address the high bg, the patient administered a correction dose via multiple daily injection (mdi). Patient replaced infusion set and resumed insulin successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.